Event description:
An altitude alarm was reported by the customer for the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided tips to prevent future altitude alarms, and the customer acknowledged understanding the guidance, but no further details about corrective actions were provided.